Event description:
One day it'll read correct while the next day it doesn't. I asked her to provide additional details on how it wasn't working. She stated it's giving her sporadic readings, one day it'll read correct and the next it's out of range.